Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the device found three (3) bands present with the last two (2) remaining bands in position. Four (4) bands had been deployed and were not returned. It was noticed that the ligator head teeth were damaged. The suture was noted to be broken and attached to both the ligator head and trip wire loop. It was observed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the trip wire. It was also noted that the trip wire was wrapped multiple times between the bracket and spool of the handle. The trip wire proximal loop was retracted into the post and the bracket and post had been damaged by the trip wire. A functional evaluation was performed by rotating the handle knob at 180 degrees with some resistance felt due to the incorrect position of the trip wire. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire allowed the wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.